Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the synergy ous mr 2.25 x 20mm stent delivery system (sds) was returned for analysis. The stent was not returned for analysis. The manufacturing data for this device was reviewed and there were no anomalies highlighted. The maximum stent profile measurement was found to be within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were crimp markings evident on the balloon indicating overall crimp contact between the balloon and stent at the time of manufacture. A visual and tactile examination of the hypotube found a kink at approximately 174mm distal to the distal end of the strain relief. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 03-aug-2017. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). Following pre-dilation, a 2.25 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another synergy stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment.